Event description:
A malfunction was reported on a customer's pump with no notable events occurring prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, but the malfunction recurred, indicating the issue persisted. As a resolution, technical support arranged for a replacement pump to be sent to the customer. A backup insulin pump will be used to ensure insulin therapy is not interupted.